Manufacturer narrative:
Device evaluation: one bivona tracheostomy tube was returned for investigation in used condition. A leak test was performed. When the sample was inflated with air, the cuff immediately deflated. Then when it was submerged under water, a leak was found in the cuff. The customer reported product problem was therefore confirmed. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that the bivona tube was found leaking on the 21st day of use. The patient reported that the other tube worked normally, which led to the deduction that a trach tube changed out was performed.